Event description:
Surgeon reported problems when two valves were reprogrammed under fluroscopy to verify setting changes. The valves were explanted at the same time, approximately six weeks ago. Mfg medwatch report# 1226348-2002-00054 for the other valve.